Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump was received for evaluation. Examination and testing of the returned component revealed a separation in the pump bulb between the first and second rib. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and non-striated, indicating stress was exerted. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. The information received indicated the patient stated the pump was hard when trying to inflate it and his scrotum seemed to fill with fluid. Based on examination of the returned product, it was concluded that sufficient stress may have been exerted on the pump which could contribute to the separation noted on the pump bulb. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the patient stated that the pump was hard when trying to inflate on (B)(6) 2019. The patient stated that his hand slipped off of the pump. Additionally, the patient stated that the reservoir seemed to have been leaking fluid, as he stated that the cylinders collapsed and his scrotum seemed to have filled with fluid. During the operation, it was noted the pump had a hole on top. The pump was explanted and replaced.